Event description:
The accounts maintenance stated the head up and down works electrically, but the CPR does not work with the red handled lever.

Manufacturer narrative:
Repairs have not been completed.